Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43, rewind anomaly, exposed to magnetic field or MRI. The customer reported no adverse event. The event involved product(s) mmt-1885.troubleshooting was performed for the event. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Unit unable to perform the following tests due to constant pump error 38 during rewind: displacement, prime/seating, basic occlusion test, force sensor test, and occlusion test. Unit passed self test. Unit was successfully downloaded using thump software. On adapt, pump error 43 was recorded several times on the event date: 09/15/2024 at 01:57:02.000 hour through 04:31:56.000 hour. Pump error 38 recorded several times on event date on 09/15/2024 at 01:54:05.000 hour through 03:40:18.000 hour. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies and found moisture damage on motor assembly and home switch. P-cap locked in place properly during testing. The following cosmetic damages were noted: pillowing keypad overlay and scratched case in summary, customer concern for rewind anomaly confirmed. Pump error 38 confirmed during testing and found on event date in download history review. Pump error 43 and 38 confirmed due to corroded home switch. Unable to confirm exposed to magnetic field or MRI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.